Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the (B)(4) for the reported difficulty of iipv. The (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. Drains that are performed off cycler are not recorded in the logs or reproducible in the (B)(4). The most probable cause was determined to be insufficient drain: false empty detect and last manual drain not used. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event. The home patient (hp) stated he woke up and felt bloated. The hp performed a manual drain and drained over 4000ml. The fill volume was 2500ml and the last fill volume was 2500ml, this event meets iipv criteria. The technical service representative arranged to swap the hc. According to the nurse she was aware of the patient's excessive drain volume. The nurse stated that the patient received a new cycler and has resumed therapy successfully. The nurse is not sure what could have caused the patient to drain so much, however, the hp resumed therapy without patient injury or medical intervention.